Event description:
Reported by pharmacist as - rupture of the catheter during the introduction. No info has been received to indicate if the surgery was completed with a back-up device. Further info has been requested but has not been received at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and event date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product as this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the name of the surgeon, pt data or if the surgery was completed with a back-up device. Allergan is taking the conservative approach in the reporting. Device labeling addresses the possible outcome of a damaged device: "the lap-band ap system is for singe use only. Do not use a band, access port, needle or calibration tube which appears damaged (cut, torn, etc) in any way. Do not use one of them if the package has been opened or damaged, or if there is any evidence of tampering. If packaging has been damaged, the product may not be sterile and may cause an infection." "Caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."